Event description:
New information received stated that varying r-wave amplitudes and undersensing were observed. When r-waves were small, there was oversensing. Lead was explanted and replaced.

Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted between the shocking coils. All electrical measurements were normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 12.5-15.1cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. Internal insulation abrasion was found at 14.9-15.3cm from the distal tip. External insulation abrasions were found at 14.9-15.3cm from the distal tip. External insulation abrasions were found at 41.0, and 42.7-43.2cm from the distal tip, consistent with lead friction to the ICD. The etfe coating of all the conductors were intact at these locations.